Event description:
The pt died, cause of death undetermined. The clinic is awaiting study of possible impact of the implant.

Manufacturer narrative:
The returned leads as well as the ICD proved to be without defects. No material defect or manufacturing error could be found. In particular, the signal detection of the ICD was ok. This is also confirmed by the fact that the ICD was still able to record episodes and perform capacitor charges. There was no device defect of the overall system.